Event description:
It was reported that patient underwent primary knee procedure on (B) (6) 2008. Patient underwent revision surgery on (B) (6) 2010 due to pain. On removal of the meniscal bearing, surgeon observed that the poly showed signs of wear. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Explant has been requested to be returned for evaluation. Upon return and completion of evaluation, a follow up report will be sent to the FDA. (B) (4).